Event description:
It was reported that the pt presented with a stroke six weeks post procedure. It was found that the coils (including subject device) migrated from the left internal carotid artery (ica) to the left middle cerebral artery (mca). It was also reported that the pt had stopped taking plavix on her own ten days prior to the event. Current pt condition is unk. Further f/u found that the pt had the same aneurysm treated four yrs prior.

Manufacturer narrative:
Related MFR reports filed for this same event: matrix2 360 soft sr 5mm x 10 cm: 2939204-2008-00554. Matrix2 360 soft sr 5mm x 10 cm: 2939204-2008-00555. Matrix2 360 ultrasoft sr 5mm x 10cm 2939204-2008-00631. Matrix2 360 soft sr 4mm x 8cm: 2939204-2008-00632. Matrix2 360 ultrasoft sr 4mm x 8 cm 2939204-2008-00633. Matrix2 360 ultrasoft sr 4mm x 6 cm 2939204-2008-00636. Matrix2 360 soft sr 4mm x 6 cm: 2939204-2008-00634.